Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor only lasted 2 days. The customer stated that, when she removed the most recent sensor 2 nights previously, only half of the sensor cannula came out. The customer observed blood and bruising at the insertion site. She also reported that 2 sensors ago, she also experienced bruising. She declined troubleshooting assistance and declined to provide the blood glucose reading, as well. Nothing further reported.